Event description:
The user facility reported that with a patient positioned upon the table in a high elevation setting the table lowered in height uncommanded. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, performed a full evaluation of the 3085 surgical table and confirmed the table performed normally and correctly in all table functions and positions. The technician applied a level load of approximately 290 pounds onto the table, raised the table to the maximum height setting and left the table in an idle state. Measurements taken by the steris technician before and after this process did not reveal any lowering of the table height. The reported event could not be duplicated. After confirming the table was performing normally and correctly, the table was returned to service. The unit was installed in april of 2009 and is currently under a steris service contract. The last pm was completed in august of 2013 at which time the table was confirmed to be operating to specification. Despite making several attempts, the steris technician was unable to locate any personnel at the customer's facility that had additional first-hand knowledge of the reported event. There are no injuries to patient or staff reported, nor was there any reported delay or cancellation of procedures in association with the event.